Event description:
Procedure type: acl reconstruction. According to the reporter: the product was implanted in 2007. Around six months after the initial operation, the stratis implant broke at the proximal hole (pin hole). A reoperation was then performed in 2008 to remove the broken implant and replace it with a new implant.